Event description:
The infection was recurrent and the physician referred the patient to ID for PICC line and IV antibiotics. After treatment, the infection was resolved without further surgical intervention.

Event description:
The patient was brought back into the or several months after implant due to an abscess at the neck incision.